Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test, battery out limit, weak battery alarm, and low battery. The customer did not know the blood glucose reading. The customer stated that the battery cap contacts were neither missing nor damaged. She also stated that the battery compartment and spring were not corroded or damaged either. Upon troubleshooting, the insulin pump did not alarm failed battery test. The customer reported that the insulin pump alarmed battery out limit multiple times when the batteries had been out of the device for less than 1 minute. During troubleshoot for the battery out limit, the insulin pump alarmed failed battery. She also reported that the battery did not last for more than 1 week. She observed excessive button pressing during the battery out limit alarm, used the backlight frequently, and noted unattended alarms. She was advised to replace the battery cap and monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.